Manufacturer narrative:
Wear with scratching was observed on the contoured face of the impactor bumper. The weld between the threaded portion and the shank of the bolt was fractured. Fracture of the weld is likely due to repeated impacts over time which resulted in the failure of the weld. This part was manufactured in 2004, and has likely extended its use.

Event description:
It has been reported that a revision surgery was performed to remove a piece of the implant impactor that broke off and was left in the patient. The piece was noticed during post-op x-ray.